Event description:
Reporter alleged blood glucose monitoring device display has distorted numbers. Reporter stated the correct check key for the device is 489; however, the device displays a 989. Reporter indicating when first inserting the check key into device, display read 708 and when removing and reinserting the batteries, the display read 953. Reporter stated using expired test strips and no controls. A request was made for the return of the suspect device and replacement product was sent.